Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that leaking was noticed above the transducer on the cvp line. When inspected further, the tubing had completely separated from the luer-lock connection. The tubing was immediately changed.

Manufacturer narrative:
The customer¿s report of a tubing separation and leaking was not confirmed. Visual inspection observed no separation issues; however it was observed that there was external damage on the distal luer's spin collar and body which looks to have been caused by tool markings. No other damages or any issues were observed. Functional and pressure testing was performed; no alarms or any issues were observed. The root cause of the tubing separation and leaking was not identified.